Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. The patient was hospitalized one day after event onset. At the time of this report, patient outcome and action taken with pd therapy were not reported. The patient was discharged five says after hospitalization. No additional information is available.